Event description:
It was reported that the product did not have enough power. The surgeon used a dissection to finish the surgery. A tech came to check the device and it seemed that the ultra sound board was defective. The product was in contact with the pt. There was no pt injured or death alleged. The event increased the surgery time (time to have the dissection to do the surgery). Add'l clinical info has been requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.